Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with the coolmax applicator to the lower abdomen on (B)(6) 2017 and (B)(6) 2018, with the cooladvantage coolcurve applicator to the bilateral flanks on (B)(6) 2018, and with the cooladvantage plus to the mid abdomen on (B)(6) 2018 who developed paradoxical hyperplasia (pah/ph) 2-3 months after the first treatment. The patient was diagnosed with pah on (B)(6) 2019 to the abdomen and flanks. Pah was described as soft, pinchable lipodystrophy and visible enlargement in the supra-umbilical abdomen.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with the coolmax applicator to the lower abdomen on (B)(6) 2017 and (B)(6) 2018, with the cooladvantage coolcurve applicator to the bilateral flanks on (B)(6) 2018, and with the cooladvantage plus to the mid abdomen on (B)(6) 2018 who developed paradoxical hyperplasia (pah/ph) 2-3 months after the first treatment. The patient was diagnosed with pah on (B)(6) 2019 to the abdomen and flanks. Pah was described as soft, pinchable lipodystrophy and visible enlargement in the supra-umbilical abdomen.